Event description:
It was reported that the patient did not have sufficient subcutaneous tissue at the insertion site which could have caused the bent cannula event on (B)(6) 2026. This led to high blood glucose level which was managed with insulin pen.

Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.